Event description:
It was reported that during the surgery, an intracavitary flash occurred. The bipolar electrode was stuck inside the hysteroscope sheath. As a result, the patient had a superficial endometrial burn.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).